Event description:
The customer reported that the shock button was not working. It was "mushy."

Manufacturer narrative:
The customer reported that the shock button was not working, it was "mushy." The unit was evaluated at philips, and the symptom was verified. Upon opening the device, the repair technician noted that the shock button insert was missing. Replacing the shock button assembly resolved the issue.